Manufacturer narrative:
The investigation has been completed. No parts were replaced by the field service engineer (fse), the reported issue could not be reproduced, the ventilator passed all tests. An evaluation of the device logs confirms the reported issue, there had been low peep (positive end expiratory pressure) and failed pressure transducer test. The pressure transducer test failed because the zero-offset of the expiratory pressure transducer had drifted outside allowed limits. This offset drift causes low peep during ventilation. The offset was back to normal when the fse tested the ventilator. Previous investigations has shown that this type of failure may be due to moisture in the tubing that connects to the expiratory pressure transducer. When the moisture dries off the offset goes back to normal. This has not been determined. If the offset of the expiratory pressure transducer drifts it can cause peep to deviate from the set value. This will be detected by generated alarms during ventilation and by the pre-use check.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check after it had been disconnected from a patient where it had been alarming for low peep (positive end expiratory pressure). There was no patient harm. (B)(4).